Event description:
Patient's original implant was a locking liner. The patient has a history of multiple dislocations and now increased pain. During surgery, per the surgeon, it appeared that the acetabulum did not have a lot of anteversion. The surgeon revised the cup and placed the acetabular component in 10 to 15 degrees more anteversion then it had previously been.information regarding the patient's original surgery is not known. The product information was obtained from the engraving on the implants themselves.